Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device - nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information was received stating that the dbs patient underwent an explant procedure of the lead due to persistent manipulation of the surgical site, this resulted in localized tissue breakdown. The lead was disposed by the facility and will not return for analysis. Postoperatively, the patient had resumed their baseline status.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Manufacturer narrative:
Correction to the supplemental MDR in h6. D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information was received stating that the dbs patient underwent an explant procedure of the lead due to persistent manipulation of the surgical site, this resulted in localized tissue breakdown. The lead was disposed by the facility and will not return for analysis. Postoperatively, the patient had resumed their baseline status.